Event description:
The customer reported that the defibrillator failed to discharge.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation. See scanned page.